Event description:
This report is to advise of an event observed during analysis which revealed a fractured tip.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Functional testing could not be performed due to the condition of the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.